Event description:
The device was used in laparoscopic salpingectomy (ectopic) procedure. The device was the third trocar placed during the procedure. The trocar was placed into the abdomen by a first year resident. The placement was observed under direct endoscopic vision. As the tip entered the abdominal cavity the shield was observed functioning rpoperly, advancing over the blade. The resident then continued to insert the trocar beyond the field of view of the camera. The insertion continued the full length of the 100 mm cannula. The procedure was finished uneventfully and the pt was released to post-op recovery. Approx four hrs later, the pts vital signs dropped. The pt was rushed to surgery for an exploratory laparotomy where a 1 cm laceration at the bifurcation of the common iliac and external iliac arteries was found. Further exploration found a small laceration on the iliac vein. Both were repaired and the pt was reported as stable. The trocar in question has been returned by the hosp and has been evaluated for proper shield movement and overall condition. Based on co's evaluation, the product is in proper working order. The product has been forwarded to the MFR for a complete evaluation.